Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Events not recorded on memory when viewed on saver evo.

Manufacturer narrative:
Exemption number e2015058. The device records manual power ups on the (B)(6) 2010 and performed to specification up to the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the last log entry on the (B)(6) 2016. The device was reported as being used in an sca event on this date and successfully delivered a shock. No fault was found with the returned device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.